Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: a review of the black box shows no alarms. The exceeds maximum two hours no delivery warnings were recorded on 05/31/2013, 05/30/2013 and 05/26/2013. The history shows the maximum 2 hour limit was set to gretaer than 8 units. The warnings are consistence with a bolus attempt being greater that the remaining units allowed before exceeding the maximum 2 hour limit of 8 units. Investigators successfully completed a 10 unit audio and 10 unit normal bolus. Both were correctly recorded in the pump history. Pump was exercised for 24 hours and no alarms occurred during testing. Investigators were unable to duplicate the complaint during the investigation.